Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of atypical (odd) voltages while using the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review ¿ routine clinical patient visit. Technical service reviewed the log files and noted odd rsoc (power source indicator) and cable (power cable lead) voltages. The voltages were typical when the patient was using external batteries. The periodic event log file captured event data daily; the log file contained 255 days of periodic data (daily recording interval). Odd rsoc and cable (power cable lead) voltages on both leads occurred throughout the log file. The voltages were typical when the patient was using batteries. No equipment was returned for evaluation. Multiple requests for additional event information were sent to the customer. No additional event information was provided. The reason for the odd voltages when operating on the mpu were unable to be determined in this investigation. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook, rev c p. 207 - ¿alarms and troubleshooting¿ and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.79 - 81) and the heartmate 3 lvas IFU (p.3-36 to p.3-38). The mobile power unit (mpu) assembly was made in oct 2017. The unit was packaged and placed into stock on oct 30, 2017. The unit was sent to the customer ((B)(6)) on nov 29, 2017. Per the packaged assembly, the unit was sent to the customer with a locking ac power cord (pn 100160225) for the mpu. The unit was assigned to the patient on (B)(6) 2018 (patient care was transferred to (B)(6) hospital). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files captured abnormal voltage values. An advisory alarm occurred. There were no other unusual events recorded in the log file event history.